Event description:
It was originally reported that the device logged an event code. After an evaluation of the device, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has advised physio-control that they have declined repairs and have requested that the device be returned, un-repaired. The cause of the reported failure could not be determined.